Manufacturer narrative:
Other text: additional contact information: (B)(6).

Event description:
Information was received indicating that multiple cassettes caused no disposable" pump alarms. No adverse effects were reported. Per reporter no further details were provided.